Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was confirmed. The sample consisted of a viaflo bag and a vial. When pressing the viaflo bag, it could be noticed that the vialmate was leaking. The vialmate was detached from the bag and the vial and was disassembled. It was then discovered that the protector was not assembled properly to the needle. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us. This MDR was submitted on (B)(6) 2011; however, due to failure to receive acknowledgement 2 and 3, this MDR is being resubmitted on (B)(6) 2011.

Event description:
A customer reported to baxter (B)(4) of a vialmate that had leakage when it was connected to a nacl bag through an adapter. This reported condition occurred during setup. There was no patient injury or medical intervention reported. No additional information is available.